Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient had high impedances on 3 of the 8 contacts. In turn, the lead was explanted and replaced. Postoperatively, patient has effective therapy.